Event description:
It was reported the pt ((B)(6)) experienced discomfort (pain) at the ipg site. There was also reported bruising near the anterior edge of the ipg. Furthermore, the device appeared loose in the pocket. Review of previous x-rays indicated that the pt's ipg has flipped. The pt is not aware of any trauma which may have attributed to this event, but he has recently lost weight. Surgical intervention was undertaken to relocate the pt's ipg to his hip.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.